Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported "parallel echogenic linear echoes are observed inside the prosthesis with adjacent liquid material." "Intracapsular rupture of the right prosthesis." "Breast with predominance of fibroglandular tissue." This is for the right side device. The device still remains implanted.